Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic anterior resection of rectum, the jaws did not open before all clips were fired. There was no unexpected resistance in firing. The side of closing jaws was fired with another device and the case was completed. There were no adverse consequences to the patient.